Manufacturer narrative:
Additional information received may 22, 2017.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The varicose vein ruptured and it was necessary to use a balloon and intubate the patient to stop the bleeding. The procedure was not completed due to unavailability of another speedband super 7 device. The patient's condition was reported to be stable and the patient was discharged from the hospital. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on 22may2017. It was reported that two additional speedband superview super 7 devices were used and deployed their bands onto the varices. On (B)(6) 2017, the patient was stable and discharged from the hospital.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found three bands present with one band was moved out of its position. It was also noted that a ligator head tooth was bent and the trip wire was kinked in several locations. The suture was intact and attached to the trip wire loop. The trip wire was broken, partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the information available, the most probable root cause for this event is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The varicose vein ruptured and it was necessary to use a balloon and intubate the patient to stop the bleeding. The procedure was not completed due to unavailability of another speedband super 7 device. The patient's condition was reported to be stable and the patient was discharged from the hospital. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on 22may2017. It was reported that two additional speedband superview super 7 devices were used and deployed their bands onto the varices. On (B)(6) 2017, the patient was stable and discharged from the hospital.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during a ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The varicose vein ruptured and it was necessary to use a balloon and intubate the patient to stop the bleeding. The procedure was not completed due to unavailability of another speedband super 7 device. The patient's condition was reported to be stable and the patient was discharged from the hospital. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.